Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaw liner degraded. Pieces of the jaw liner were missing. Functional testing found that the jaw liner damage is caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. Manufacturing does 100% inspection during the assembly and packaging processes. The defective sample would have been rejected if found prior to shipping, had it been an assembly defect. It was reported that the jaws of the three dissectors melted/disfigured. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D.10. Concomitant product: scd7a26, sonicision 7 dissector scd7a26 26 cm (lot# 50150179x); scd7a26, sonicision 7 dissector scd7a26 26 cm (lot# 50150179x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the jaws of the three dissectors melted/disfigured. No piece from the jaw liner melted off into the patient's cavity. There was no patient injury. Medtronic's initial evaluation of the incident device found that the jaw liner degraded, and pieces of the jaw liner were missing.